Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "foreign body reaction " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the glabellar area with juvéderm® voluma¿. Four years later, the patient experienced a ¿foreign body reaction¿ in the injected site. A biopsy was not performed to confirm granuloma. The patient was treated with an oral antibiotic. The event is ongoing.